Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose read 120 mg/dl while her blood glucose was actually 500 mg/dl. The patient also mentioned that the infusion set cannula was broken. Troubleshooting did not occur since the customer was driving at the time of call. The insulin pump was not returned for analysis.